Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging an occlusion (absence of occlusion alarm) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a protection against a fault malfunctioned, and the user may not be aware of malfunction/issue; insulin delivery may be affected without the user being aware.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 16-jan-2019 with the following findings: a review of the black box showed a high force at the time of the occlusions. The rewind, load, and prime steps were performed successfully. An occlusion was induced for testing, and the pump gave the appropriate occlusion detected alarm. The reported absence of occlusion alarms was unable to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.